Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the share logs was performed and signal loss was not found for serial number 8n9ast within the investigation window. The allegation was not confirmed. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable because there is no oss of connection in the cloud data. No injury or medical intervention was reported.